Manufacturer narrative:
Other, other text: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was manufactured jun. 2015, and is out of warranty therefore, no manufacturing DHR review is needed. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. The infusion was programmed in the intermittent mode with a reservoir volume of 550 ml, a dose volume of 259 ml, a dose duration of 1 1/2 hours, a dose cycle of 12 hours, and a calculated dose rate of 172.7 ml/hr, with a kvo rate of 1 ml/hr. Based on the pumps recorded volumes the pump functioned as programmed. Functional testing found the pump was tested by itself according to pm-322on the automated test stand. The test was run three times and failed all three times with tests of 4.19%, 4.50%, and 5.32% for an average of 4.67%. Inspection of the tubing set resulted in confirmation that there was no downstream or upstream blockage in the asv, filter, tubing, or bag spike. The kink under the flow stop was significant and likely causing the lack of flow during testing in the lab. When the tubing was adjusted under the flow stop arm, flow was able to move through the system. This does not confirm the exact results that the customer saw, but the kink under the flow stop could have contributed to the under delivery. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
Information was received indicating that while in use of a smiths medical cadd solis vip pump, under infusion was noted by 37%. No adverse effects were reported.